Event description:
It was reported that the customer was hospitalized intermittently; details and nature of hospitalizations were not provided except related to "diabetes management". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.